Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36he9: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for an unknown indication for use. It was reported there was a high impedance issue. The high impedance was observed on the day of surgery. The exact impedance values were not recorded. All electrodes showed impedance. No other stimulation issues were reported to the rep that occurred as a result of this issue. Troubleshooting was performed. They repeated the impedance check, moved overhead lights, disconnected the grounding pad, tried impedance with a new battery, and replaced the lead. The cause was not known. The issue was resolved.